Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of inflation problem. Impact code f2202is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024 according to the complainant, the patient reported having abdominal pain, nausea and vomiting in the last 15 days, with progressive worsening. An x-ray confirmed device hyperinflation. The balloon was removed and replaced with another of the same device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of inflation problem. Impact code f2202is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required. Block h11 the returned bib intragastric balloon system was analyzed. A visual and media inspection was performed. The device was returned deflated and colored blue, regarding the media analysis the customer provided pictures where it can be observed the balloon hyperinflated. Based on all gathered information, the probable cause selected is known inherent risk of device, since the events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. According to the complainant, the patient reported having abdominal pain, nausea and vomiting in the last 15 days, with progressive worsening. An x-ray confirmed device hyperinflation. The balloon was removed and replaced with another of the same device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.